Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that the device displayed a 1104 "backup alarm failed" error, and the backup audible alarm test failed. The bme also stated that the 1104 error code was confirmed in the significant event log. The rse informed the bme that the latest version of the service manual, and per the service manual, the rse advised the bme of a possible bad central processing unit (cpu) printed circuit board assembly (pcba) which may have caused the 1104 error code. Ultimately, the bme requested a quest bench evaluation, and the rse e-mailed the quest bench form to the bme. The rse also advised the bme to remove the battery and power cord before shipping the device. The bme sent the device to bench repair; however, bench repair was canceled. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The biomedical engineer (bme) sent the device to bench repair; however, bench repair was canceled. Multiple attempts have been made on (B)(6) 2024 to try to obtain further information about this case, but no response was received from the bme. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device displayed a 1104 "backup alarm failed" error, and the backup audible alarm test failed. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service without any adverse outcome to patient care or therapy. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device displayed a 1104 "backup alarm failed" error, and the backup audible alarm test failed. The bme also stated that the 1104 error code was confirmed in the significant event log. The rse informed the bme that the latest version of the service manual is version t, and per the service manual, the rse advised the bme of a possible bad central processing unit (cpu) printed circuit board assembly (pcba) which may have caused the 1104 error code--the rse recommended that the bme should: 1. Replace the motor controller (mc) pcba. 2. Replace the cpu pcba. 3. Replace the power management (pm) pcba. Ultimately, the bme requested a quest bench evaluation, and the rse e-mailed the quest bench form to the bme. The rse also advised the bme to remove the battery and power cord before shipping the device.